Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient could not charge because their recharger (insr) was not working and that the patient claimed they had to go to the ER because the ins wasn't charging. A new insr power cord and recharging antenna was requested. It apparently took place on july 13, 2018. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. The patient reported that her machine wasn¿t working. The patient disconnected the call before more information could be collected. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.